Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #s 1627487-2014-00422 and 1627487-2014-00423. It was reported the patient ((B)(6)) is experiencing intermittent overestimation from her therapy system. A diagnostic test revealed invalid impedance measurements for two lead contacts. The patient reportedly has suffered falls recently. X-rays will be taken for further interrogation.